Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2080 showed no other similar product complaint(s) from this lot number.

Event description:
The PICC nurse at the facility reported, "placing a 22 g power glide midline lot number recx2080 when the device failed. I advanced the guide wire and when attempting to advance the ¿wings¿ I could feel a metal on metal grinding sensations in my finger tips. At this point I attempted to withdraw the entire system. It felt like just the ¿body¿ withdrew however, and when I looked down at the tip there was no needle only the guide wire. The needle and safety lock device were still embedded with the catheter in the skin. I was able to successfully get the needle out of the catheter, however at this point I had bloody 8cm needle ."